Event description:
An orsiro drug eluting stent system was selected for treatment of a severely calcified lesion (80 percent stenosis degree) in the moderately tortuous distal lcx. The lesion could not be crossed with the device.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Only a protection ring and a transportation wire were returned inside the sterile pouch of the affected instrument. The delivery system and the stent were not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.